Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that some of the implants in the loaner set were delivered unsterile. The packaging box was closed with additional transparent adhesive tape. The first plastic box inside was closed with the same tape. The white top cover paper was not hermetically closed. Second plastic box´s top cover paper was opened too. The unsterile/opened item needed to be re-sterilized asap during the first surgery. There is no additional information available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No photos were provided or product returned; therefore, no evaluation can be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. These products were likely conforming when they left zimmer biomet control. However, the products have been redistributed, and therefore, the root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Photos of packaging received.

Manufacturer narrative:
Photos of the reported product found the inner sterile packaging and outer carton were both opened and resealed with clear tape. Sterility has been compromised. These products were likely conforming when they left zimmer biomet control. It was determined that the product was not properly re-packaged during the return process. Actions were taken to re-train the new team member. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.